Event description:
During screwing, the fixation screw of the ps-insert broke. The inlay was replaced with another one, but the final part of the screw remains into the tibial plateau, so the second insert was just clipped and not screwed. MFR ref#: 3005180920-2014-00184.